Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged into the coronary sinus. The rv lead also exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.